Event description:
Additional information was received. The manufacturer representative (rep) noticed the artifact in pacs image only. The images with artifact was not seen at the time of procedure and did not affect the procedure. The artifact was noticed at a later date when going through scan on pacs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay to the procedure. There was no reported impact to the patient. The issue was observed after the images transferred to the navigation system. It was noted that the issue was not observed on either the navigation or the imaging systems, rather, it was observed "only after images sent to picture archiving and communication system (pacs) and reviewing the scan later on pacs." It only showed on a 3d spin that was sent to pacs, and only one 3d spin was performed. 2d spins were not transferred to pacs and there were no artifacts on 2d scans. It was noted that there was no complaint from the surgeon, they did not notice any artifact. It was also noted that this occurred outside of a procedure. This is contradictory to what was previously reported.

Manufacturer narrative:
H2: see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that images were "coming through" with ring artifacts on them. It was unknown if it was both 2d and 3d or if on multiple scans. A patient was present, but the site was unable to provide patient or surgery information.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. 5 consecutive slices showed a ring artifact that occurred on a spine case on (B)(6) 2024. However it can be seen in picture archiving and communication system (pacs) only, but cannot be seen in saved images on the mobile viewing station (mvs). The rep looked at other 3d scans and they all looked good. Codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.